Event description:
A report was received regarding an issue with an infusion set and cartridge/reservoir in a smart pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.